Event description:
The customer reported the system failed the physicist test. The collimator was not properly aligned. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep adjusted the collimator and tube alignment with the image receptor. The system operates as intended.